Manufacturer narrative:
H11- corrected data. D2a- product code g3 / g4 - PMA/510(k)number - left in blank. This report was inadvertently submitted under manufacturer report number 1020279. Correct manufacturer report number is 9613369.

Manufacturer narrative:
H3, h6: the device intended for use in treatment was not returned for investigation. A product evaluation was not possible. A review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. The complaint history review for the complaint device revealed no additional complaints for the affected batch nor additional complaints for the same product number. A review of past corrective actions was performed. No further escalation is required. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. The instructions for use (lit. No. 12.23, ed. 03/21) states "joint dislocation" and "joint instability" of the component as a ¿potential adverse device effect¿ in combination with the implantation of a hip prosthesis. No clinically sufficient data was provided to perform a medical investigation. The performed investigation does not lead to an accurately determined cause. There is no evidence that the reported devices failed to meet manufacturing specifications upon release for distribution. Due to insufficient information, it is not possible to speculate about factors which could have contributed to the reported event. There is no need for further actions because of the limited information provided. Nevertheless, smith + nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received.

Event description:
It was reported that, after arthroplasty of the left hip was performed on (B)(6) 2021 due to fracture sequelae, in which a a biolox delta ce ball head 12/14 36xl was placed, the patient experienced instability/dislocation. This adverse event was solved by performing a revision surgery on (B)(6) 2021. Current patient's health status is unknown.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, after arthroplasty of the left hip performed on (B)(6) 2021 and due to fracture sequelae, the patient experienced instability (dislocation) of a biolox delta head 40mm 12/14 short+0. This adverse event was solved by performing a revision surgery on (B)(6) 2021. Patient's current health status is unknown.